Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 92126, not 92127 as previously reported. This report is filed on april 25, 2014. Implanted device remains.

Event description:
Per the clinic, the patient developed skin overgrowth on the abutment and subsequently underwent a surgical procedure under genreal anesthesia on (B)(6), 2013, to excise the excess skin. A longer abutment was placed during this procedure. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.